Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that earlier in the month of (B)(6) 2018 they went to a check up with their healthcare provider who told them it stopped working. It was stated that the patient never found out if it was due to a dead battery or if the lead wire came off, but their implant was replaced on (B)(6) 2018. No further patient complications are anticipated or expected as a result of this event.